Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3 and to provide the completed the completed investigation results. The actual device is no longer available for returned; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the product with the product code/lot # involved. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report has been found in the past. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. Ashitaka factory assures the quality of this product by performing following controls. 100% insertion inspection is performed by passing a guidewire through the dedicated tool to confirm that there is no anomaly such as peeling of the outer layer or adhesion of the foreign substance on the surface of guidewire. Before the packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as exposure of the wire or appearance abnormalities. The instructions for use (IFU) of this product includes the following warning: [warnings] if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel.

Manufacturer narrative:
D2b: procode: dqx & gcj. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment name: requested, not available due to confidentiality. E1: establishment address: requested, not available due to confidentiality. E1: reporter name: requested, not available due to confidentiality. E1: phone number: requested, not available due to confidentiality. The actual sample has not been received. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the product with the product code/lot# involved confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report of the product with the product code/lot# involved from other facilities. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical obtained an FDA medwatch report # mw5157027. The event description states: that a tips procedure was carried out, during which a 180cm angled glidewire with a hydrophilic coating was utilized. During the process, part of the coating detached from the wire within the liver. The stripped coating is visible under fluoroscopy and, being irretrievable, remains in the liver.